Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net transmission. Upon review, non-sustained right ventricular oversensing due to post-paced t-wave oversensing was noted on the ventricular channel. No intervention was performed. The patient would continue to be monitored.